Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 1/28/2020. Device evaluation summary: according to the information provided, the patient experienced rupture and capsular contracture. A manufacturing record evaluation was performed for the finished device 5623857 number, and no non-conformance's were identified. During visual evaluation of the device it was observed to be ruptured, additionally shell abrasion was noted at the edge of the rupture. The evaluation determined that the shell abrasion/ rupture may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture/capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female who underwent primary breast augmentation with 325cc mentor memorygel breast implants experienced spontaneous bilateral rupture and bilateral capsular contracture (baker grade unknown) post procedure. The breasts were described as encapsulated. The patient received an official medical diagnosis for the ruptures. Magnetic resonance imaging was performed on an unknown date with unknown results. As a result, the patient had bilateral prosthesis replacement with 275cc mentor memorygel breast implants was performed on (B)(6) 2020. The implants were originally placed as a part of an adjunct study. See 1645337-2020-01074 for contralateral prosthesis report.